Event description:
After insertion of a bard temperature sensing foley, there was clear fluid noted to be leaking from what appeared to be a small crack or hole in the catheter just above the three-way junction. The catheter required removal and replacement with a different catheter.